Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the programming error was not able to be confirmed from the log analysis of the suspect pump module s/n (B)(6). The suspect pump module s/n (B)(6) was found to be slightly under infusing, which was corrected by calibration of the device, there were no observations of unregulated flow observed. The suspect pump module after calibration was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 50ml/hr and test results measured the actual rate at 49.60 ml/hr ((B)(4) error) indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. No errors were observed on pcu and both suspect pump module on the reported date of the event. Review of the two suspect pump module error logs showed no malfunctions relevant to the facility¿s complaint. The pcu and pump module event logs were downloaded to ascertain event details associated to the reported complaint. The facility reported the event date as (B)(6) 2024, the time of the incident was reported as 6:00 pm. At 3:59pm the device was programmed for a primary infusion of magnesium sulfate using drug ID=-57 at a rate of 50ml/hr, vtbi of 450ml, and a dose of 2 grams/hr. The infusion continued until 6:03 pm when the suspect pump module (B)(6) was channel off after a reported primary volume infused of 97.001ml. By 6:24 pm the suspect pump module was channel off. The bd alaristm system with guardrailstm suite mx user manual v12.1.2 notes that proper operation of the bd alaris ¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. It also noted to verify correct infusion parameters before selecting the start key. The suspect pcu was observed with a third-party bezel from (B)(4). Facilities have been informed by the third-party parts notice, dated february 07, 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. Per product labeling, alaris system user manual (v9), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The administration set was requested but was not returned; therefore, it could not be inspected or tested. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause for the reported programming error was not identified from the log analysis of the alaris system; however, the suspect pump module s/n (B)(6) was found to be slightly under infusing, which was corrected by calibrating the device. Note that this report lists imdrf annex a1205, a0401, a1801, g02026, g02017, g07001, c07, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose & rate. It was later added per incident report: ¿patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours¿. It was later added that the patient received additional stat labs, stat EKG, calcium gluconate was administered, and the patient was transferred to l&d on "tele." It was also noted that the patient stabilized and was discharged home. The magnesium sulfate was ordered for 50ml/hr with a volume to be infused of 1200ml and a concentration of 40mg/ml.

Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose & rate. It was later added per incident report: ¿patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours¿. It was later added that the patient received additional stat labs, stat EKG, calcium gluconate was administered, and the patient was transferred to l&d on "tele." It was also noted that the patient stabilized and was discharged home. The magnesium sulfate was ordered for 50ml/hr with a volume to be infused of 1200ml and a concentration of 40mg/ml.

Manufacturer narrative:
Omit: f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: adverse type, describe event or problem, type of reportable events additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, event attributed to, other relevant history, device available for eval?, returned to manufacturer on, imdrf annex f, b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose & rate. It was later added per incident report: "patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours". There was patient involvement, but the outcome is unknown.

Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose & rate. It was later added per incident report: ¿patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours¿. It was later added that the patient received additional stat labs, stat EKG, calcium gluconate was administered, and the patient was transferred to l&d on "tele." It was also noted that the patient stabilized and was discharged home. The magnesium sulfate was ordered for 50ml/hr with a volume to be infused of 1200ml and a concentration of 40mg/ml.

Manufacturer narrative:
Omit: d01 - cause traced to device design. Additional information: imdrf annex d code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose & rate. It was later added per incident report: ¿patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours¿. It was later added that the patient received additional stat labs, stat EKG, calcium gluconate was administered, and the patient was transferred to l&d on "tele." It was also noted that the patient stabilized and was discharged home. The magnesium sulfate was ordered for 50ml/hr with a volume to be infused of 1200ml and a concentration of 40mg/ml.